Event description:
The customer stated, intermittent erratic low total bilirubin patient results have been generated on the architect c8000. Results of <0.1 mg/dl have been reported and upon repeat are 0.1 - 0.6 mg/dl. A delta check flag was generated on the <0.1 mg/dl results which prompted retesting. Corrected reports were issued. The customer did not have specific data, but identified five patients samples that exhibited erratic results. This report is for patient #3. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.